Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device visual and microscopic evaluation confirmed that the catheter shaft was broken/ fractured at the catheter hub. The functional testing could not be performed due to condition of the returned device. Information available indicated that the device was in good condition prior to use, and the vasculature was very tortuous. In addition, the physician experienced high resistance during procedure. It is likely, that heavy frictions due to anatomical tortuosity contributed to the break causing the catheter shaft fracture due to excessive force being applied during advancement. Therefore, based on device analysis and all available information an assignable cause of procedural factors has been assigned to the reported event.

Event description:
It was reported that when the pipeline embolization device (ped) was positioned across the neck of the aneurysm the microcatheter broke near the hub. The subject device was removed. There were no patient adverse consequences due to the reported event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when the pipeline embolization device (ped) was positioned across the neck of the aneurysm the microcatheter broke near the hub. The subject device was removed. There were no patient adverse consequences due to the reported event.